Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level of 500 mg/dl and the customer was alleging the insulin pump for under delivery of the insulin. The customer treated with manual injection. Customer's blood glucose value was 211 mg/dl at the time of the call. Customer reported that the high blood glucose levels has been happening for about a month. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Displacement test was performed and passed. Customer reported that the insulin pump would not turn on even after multiple battery changes. Customer also reported that the insulin pump had a no delivery alarm that was resolved by an infusion set and reservoir change. Customer stated that the insulin pump would suspend itself and there was a threshold suspend found in the alarm history. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is not expected to return for analysis.